Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient had a concern for chest pain, lightheadedness and intermittent low flow alarms with low speeds due to pump stops. The patient experienced pump stop events on (B)(6) 2023, and (B)(6) 2023 while on wall power. There were no further alarms when the ungrounded cable was used. The cause of the pump stops was undetermined but was presumed to be due to a driveline issue. The lactate dehydrogenase (ldh) level was always at baseline. The plasma-free hemoglobin (pfh) was elevated initially on admission but returned to baseline and there was no evidence of hemolysis.

Manufacturer narrative:
Sections b1 and b2: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stops, low speed events, and associated alarms observed in the submitted log files. (B)(6) was returned assembled with the dl cut approximately 9" from the pump housing and approximately 26¿ of the distal portion of the dl was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port. No evidence of developed depositions or thrombus formations were observed throughout the system. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump end portion of the dl measured approximately 9 inches. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Electrical continuity testing did not reveal any discontinuities or shorts. A breach to the insulation of the black wire was found approximately 6¿ from pump housing, brown wire was found approximately 7" from the pump housing, yellow wire was found approximately 5" from the pump housing, green wire was found approximately 7.5" from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The distal portion of the dl measured approximately 26 inches. Electrical continuity testing of the returned portion of dl did not reveal any discontinuities or shorts. The dl layers were carefully removed, and microscopic inspection of the underlying wires found no insulation damage or wear. The dl was then submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any areas of current leakage. If the exposed conductors of the black, brown, yellow, or green wires contacted the braided shield while operating on a tethered power source (such as the mobile power unit (mpu)), the resulting electrical short to ground could have caused the pump stop and low-speed events within the submitted log files. The relevant sections of the device history records for (B)(6) and drivelines, serial number 60295 and 10939 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump stops only resolved on an ungrounded patient cable. The patient underwent a pump exchange on (B)(6) 2024.